Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in the emergency room. The patient was in ventricular tachycardia (vt) but the device did not treat it due to undersensing. The patient was treated with chest compressions and external shocks. Boston scientific technical services (ts) discussed programming optimization and the field representative was to discuss this with the physician. There were no additional adverse patient effects reported.